Event description:
It was reported it that a sensor cannula was broken upon removal. Customer's blood glucose was unknown at the time of the event. There was still 1/8 of an inch of the needle still attached to the sensor. The insertion location was the abdomen. The sensor was only worn a couple of minutes. Customer did not know whether the sensor cannula had fractured while in the body and it was the lower part of the cannula missing. Customer stated sensor cannula was no longer in the body. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors found 4 of the sensors passed with accurate readings and no broken or missing parts. The remaining sensor was received with the cannula retracted inside of the sensor base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.